Manufacturer narrative:
The patient felt a sudden onset of pain during her physical therapy and ultimately heard a pop. Revision notes were provided which notes that three extra cerclage wires were used. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone, quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient's hip was revised due to femoral shaft fracture.